Event description:
Pieces of the polyurethane coating were sheared from the guidewire during a diagnostic procedure. The user facility comfirmed that an arterial access needle was used during the procedure and the user is aware that the needle was used during the procedure and the user is aware that the needle is not recommended for use with this wire. Reportedly, some resistance was noticed during manipulation and withdrawal of the wire. The physician was able to successfully retrieve the sheared pieces of coating through the catheter with no patient complications. The user facility reported that there were no patient injuries or complications associated with this event.